Event description:
An error message was reported with the adc device. Customer received a "check sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and sweating and was unable to self-treat, requiring treatment of dextro energy administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "check sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and sweating and was unable to self-treat, requiring treatment of dextro energy administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Observed watermark at the base of the tail. Sensor was activated with known good reader sn: (B)(6). Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.